Event description:
A patient contacted our (B)(4) affiliate to report that the patient had switched to 1-day acuvue trueye contact lenses (narafilcon a) about one month ago; narafilcon a lenses are not marketed in the us. The patient reported that the 1-day acuvue trueye lenses were always difficult to remove as they "stuck to the eye." The patient wore a contact lens (cl) in the right eye (od) and did not wear contact lenses in the left eye. The patient reported experiencing pain and tearing od after removal of the cl on (B)(6) 2011. The pain persisted the next morning and that evening the patient contacted our affiliate complaining of od "feeling heavy and had pain and redness." A suggestion was made for the patient to contact his/her eye care professional (ecp). The patient reported discarding the suspect lens. The patient was contacted for follow-up on (B)(6) 2011; the patient reported that he/she visited an ecp on (B)(6) 2011 and was diagnosed with a "corneal infection" and the patient was to return to the clinic (rtc) on (B)(6) 2011. The patient had 9 unused lenses from the same carton and 5 unopened cartons; we requested the product be returned for evaluation. On (B)(6) 2011, we followed-up with the patient, the patient was wearing glasses at that time. The patient reported experiencing foreign body sensation od at that time. The patient reported eye drops had been prescribed but the patient did not provide the names of the medications. The patient consented to allow our affiliate to obtain information from the ecp on (B)(6) 2011. The treating ecp was contacted; a staff member reported, the patient was seen on (B)(6) 2011 and affirmed that the patient was diagnosed with a corneal infection. An appointment was made to meet with the ecp for additional information. A follow-up call was made to the patient on (B)(6) 2011; the patient reported that the foreign body sensation greatly improved. The patient had been given a 1-day acuvue moist trial contact lens but had not worn the lens at this time. On (B)(6) 2011, an associate from our affiliate met with the treating ecp and provided the following information: the patient began wearing 1-day acuvue trueye contact lenses on (B)(6) 2011. The patient was seen on (B)(6) 2011 c/o od pain and conjunctival injection and was diagnosed with a corneal ulcer with mild iritis od. The corneal ulcer was 2 mm in diameter and located "superior part of pupillary zone." The ecp said the corneal ulcer was not infectious although a culture was not performed. The ecp said he had used the term "corneal infection" with the patient to "raise the patient's awareness" of the injury. The patient's visual acuity (va) was 1.2 (20/20+). The patient was treated with cravit, flumetholon and nasivin eye drops. The patient rtc on (B)(6) 2011 and symptoms had resolved and patient's va was 1.0 (20/20). The ecp said, the patient's symptoms resolved in 4 days. The ecp was asked about the cause of the symptoms and the ecp did not know. The product has not been returned for evaluation at this time. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5316210815 was produced under normal conditions. If additional medical or product information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.